Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a cracked, unresponsive screen, and the patient provided a photo; a replacement device was arranged and instructions were given for shutdown, return of the original pump, and continuation of cgm use per care plan. Symptoms included no reported glycemic events, with blood glucose reported within range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user reports, photo documentation, and device replacement logistics. Investigation of this case revealed a damaged display assembly consistent with mechanical damage to the user interface, resulting in loss of touch responsiveness and inability to navigate the device. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.